Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged searching for sensor signal for a new sensor and also the transmitter did not blink when connected to the sensor. Customer also called with questions or concerns with charging the transmitter. The customer reported no adverse event. The event involved product mmt-7841zn, mmt-7715. Troubleshooting was performed for the communication issue and it was confirmed that customer experienced loss of communication between the transmitter and the pump and the issue was not resolved. Troubleshooting was performed for the transmitter did not blink event and confirmed that the transmitter did not blink when connected to the sensor or sensor warm up not started. Transmitter did not blink as expected when connected to the tester and/or removed from the charger. Troubleshooting was performed for the transmitter charging issue and confirmed that there was no damage to charger battery spring or connector pins. Charger led light was flashing green and had not been used for more than 1 year. The customer was advised that the charger was working properly and transmitter was charging. No harm requiring medical intervention was reported. Mmt-7841zn was requested and the customer response was the device would be returned. No product return is required for mmt-7715.

Manufacturer narrative:
Following our receipt of one transmitter and performed visual inspection and placed unit under microscope and found contamination/moisture damage at the connector pins, unable to continue with functional testing or verify loss communication, led and charging anomalies. In conclusion, the customer complaint of led, communication and charging anomalies could not be confirmed, due to the moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.